Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine's blood pump rotor cut the blood pump tubing segment during a patient's hd treatment resulting in blood loss. The patient's estimated blood loss (ebl) is 230ml. It is unknown if there was any patient serious injury or adverse event.upon follow up, the bmt said that the machine alarmed appropriately with an air detector alarm. A fresenius dialyzer and bloodline were both in use. The machine was returned to service after he replaced the blood pump rotor. The complaint device is not available to be returned to the manufacturer for evaluation.